Event description:
Per the audiologist, the patient reported feeling pain and ¿popping sounds¿ when using the device. The results of an integrity test in 2008 indicate normal device function. The results of a repeat integrity test in 2009 indicated the same results. Explant and reimplantation is planned, but had not taken place at the time of this report.